Manufacturer narrative:
Investigation into this complaint included an existing data review, a complaint history review, and a nonconformance/CAPA (corrective and preventative action) history review. The investigation is summarized as follows: the alinity m system, ln 08n53-02, sn (B)(6) , documents leakage from the lysis cradle requiring lysis cradle replacement. Review of applicable labeling identified that labeling addressed this issue. A service history review showed there were no additional service tickets related to leakage from the lysis cradle on alinity m system, sn (B)(6) . The issue under review in this complaint caused leakage which spread beyond the instrument's footprint. The complaint history review found 2 complaint tickets related to leakage from the lysis cradle requiring lysis cradle replacement on an alinity m system, including the complaint ticket under review in this complaint investigation. The nonconformance/CAPA search concluded there was 1 record related to leaks not contained within the alinity m instrument. Based on the results of the investigation, a product deficiency was not identified for the alinity m system (ln 08n53-02). The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended at this time. Design-related corrective actions are being evaluated to improve fluidic fittings and connectors. Also, an action will be taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. These actions will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2020 and november 15, 2020, respectively.

Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
The customer reported leaking fluid from the alinity m system. Customer said that the fluid was crystalizing and seemed to be sticky. Fluid leaked into the system solution drawer and from there onto the floor. Customer was wearing appropriate personal protective equipment (ppe) at all times and was not exposed to the fluid. There was no report of injuries related to the event. Field service engineer (fse) confirmed that the leakage was lysis which seems to be leaking from a connection on the bottom of the cradle and then running out from the bottom of the drawer. Fse cleaned the leakage, placed an absorbant pad under the instrument and ordered the replacement part. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in the (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.